Event description:
It was reported that there was double counting or oversensing observed on stored episodes and the real-time electrograms causing an increase in short interval count (sic). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2009; 7121 competitor implantable tachy lead (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2009. (B)(4).